Event description:
It was reported that during routine follow-up, the pulse generator was found to have issued a false alert for battery depletion. The device was restored and the physician would consider additional monitoring.